Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute clip deployed on the sheath and device entrapment may include, but are not limited to, inadequate nick and spread, user presses the firing button (#4) prior to full advancement of the thumb advancer, user pulls back on device during clip deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a femoral artery using a starclose se device after an unspecified procedure. Reportedly, during arterial sealing with the starclose se device, after the four necessary steps for the release of the metal clip, there was retention and fixation of the device on the anterior wall of the femoral artery. Medical intervention was performed to remove the starclose clip that got stuck to the patient. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.